Event description:
The hcp reported the pt had the pump implanted. He was seen 6 days later at which time it was noted there were no problems with the incision sites. Seven days latet, the pt presented with a high fever and purulent drainage from the abdominal incision. The pump was removed the next day. Four days later, the wound was explored with an insertion of a lumbar drain. The pt is reported to have recovered without sequela.

Manufacturer narrative:
H6 - device analysis results not available at the time of this report. A follow up report will be sent when analysis is complete.